Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Technical services recommended a safe replacement window of 90 days. No adverse patient effects.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Technical services recommended a safe replacement window of 90 days. According additional information data analysis confirmed the battery is depleting more quickly than expected. According medical records the device was already explanted. No additional patient effects were reported. The complaint device was not returned to bsc, so product analysis could not be performed.